Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73c1800122 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the robot-assisted partial nephrectomy, when the user ligated the patient's vessel with l-sized clip, the vessel was found bleeding at the ligation site. The customer also said that the shape of the clip's teeth which are for slip resistance were edgier than usual so it caused this bleeding. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was returned with its lidstock. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 3 clips remaining in the cartridge. Any clip(s) that were used during the surgery were not returned. The clip applier was not returned. An attempt was made to get an approximate measurement of the radius of the tip of the teeth on the inner part of the clips. None of the measured teeth were found to be too sharp. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It also states, "do not attempt to close the jaws on a vessel or anatomic without a clip properly loaded into the jaws. Closure of empty jaws on a vessel or anatomic structure may result in patient injury. Before applying a clip, verify the structural size and condition of the vessel or structure and use the proper size clip." Additionally, product drawing m04080 was reviewed for this complaint investigation. The reported complaint of "bleeding vessel at ligation site" was not confirmed based upon the sample received. The cartridge was returned with 3 clips remaining. Any clip(s) that were used during the surgery were not returned. An attempt was made to get an approximate measurement of the radius of the tip of the teeth on the inner part of the clips. None of the measured teeth were found to be too sharp. A r & d engineer was consulted for this complaint. According to the r & d engineer, "the way the tools are made and wear would very unlikely cause the teeth to be too sharp. Usually fine features like that get less filled out rather than more." "Ligation clips are more susceptible to cut through thin veins than thicker veins or arteries." "It could have been caused by incomplete skeletonization, where the hook/latch itself severed the vessel." It could not be determined why the vessel was bleeding at the ligation site, but it does not appear to be due to the clip teeth being too sharp. Therefore, the reported issue could not be confirmed.

Event description:
It was reported that during the robot-assisted partial nephrectomy, when the user ligated the patient's vessel with l-sized clip, the vessel was found bleeding at the ligation site. The customer also said that the shape of the clip's teeth which are for slip resistance were edgier than usual so it caused this bleeding. The patient's condition is unknown at this time.